Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the ilet device touch/wake button occasionally required several presses before the display activated. The patient restarted the device as instructed and will call back if the problem persists. No adverse health effects were reported.